Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a cassette locked but not latched error. The event occurred during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A latch/lock test was performed, and the device would not recognize when the latch was locked. The root cause of the issue was software malfunctions. Software was updated and the device passed the latch lock test thereafter. Upon further inspection the unit failed the 50 ml cassette test and as a result the latch lock mechanism was realigned. The dso sensor was calibrated. A performance verification test (pvt) was performed, and the device passed all testing criteria.